Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-02039. It was reported that the patient's leads were cut during an elective ipg replacement on (B)(6) 2021. The physician explanted both leads and replaced them with new ones during the same procedure. Post-operatively, stimulation therapy was restored.